Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that elevated capture thresholds were observed on the rv lead. The patient will continue to be monitored.

Event description:
Related manufacturer reference number: 2938836-2019-04705.